Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient had been in hospice since (B)(6) 2014 and the patient's pump had been empty since (B)(6) 2014. The patient was being managed on oral medication, so there was no desire to have the pump refilled. On the night prior to this report, the pump started alarming. The reason for the alarm was unknown, as the pump had not yet been interrogated. A manufacturer representative was requested to silence the alarm. The device system was used to deliver dilaudid 5mg/ml at 0.4997mg/day. The cause of the event, patient symptoms, troubleshooting/diagnostics, treatment/interventions, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received on (B)(6) 2015 and it was reported that a colleague of a representative silenced the patient's alarm recently (date not known). The alarm was occurring again at the time of the report. They heard the alarm the day prior to the report. The patient's healthcare provider decided to program the pump to pump off mode because they did not have anyone to refill the patient's pump. The patient had pancreatic cancer but had no pain at the time of the report. The patient was not in pain so that was why the pump contained saline.